Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market.

Event description:
It was reported, syringe 10 ml saline, leakage. The following was provided by the initial reporter: the patient was admitted to the hospital on (B)(6) 2026) due to (dizziness for 1+ months, exacerbation for 3+), and on (B)(6), using (prefilled syringe catheter flusher 10ml to flush the intravenous tubing), the nurse inspected and found the saline leaking, and immediately gave to replace a new one for the tubing to be flushed, and continued the treatment, no similar quality problems were found, and there was no adverse effect on the patient. The incident was reported to the relevant departments and adverse events.